Event description:
It was reported to philips that the system was unable to boot up completely, it was stuck in a boot loop. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) verified remotely and confirmed system did not boot up completely. The rse discovered during the examination that the system was halted at the bios boot sequence screen. To resolve the issue, rse guided the customer through configuring the bios boot sequence. After changing the bios booting sequence, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.